Manufacturer narrative:
(B)(4) no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Provided x-rays confirmed the actuator pin was broken. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The complaint was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the internal actuator pin inside the fibula nail broke. The nail remains implanted with proper fixation. Attempts have been made and no further information has been provided.